Event description:
It was reported that the pump was not holding a charge and occasionally malfunctioned. There was no reported impact to the customer's blood glucose level. The customer's guardian declined further troubleshooting.